Event description:
A v-go patient reported that he has had several devices fall over over the past week or so. The number of device fall offs and specific event dates were not provided by the patient.